Manufacturer narrative:
Customer reported additional information: the doctor indicated that this patient was hard to size for the icl and observed a tight fit during surgery. The reporter stated the icl was too large and likely contributed to cataract formation. An iridectomy was performed and the patient experienced blurred vision.(B)(4).

Manufacturer narrative:
Method - medical review. Results - the lens has been re-hydrated in bss and a length of 13.217mm, is at the expected overall length value after complete in-situ hydration. We conclude the lens is in specification. Anterior subcapsular cataract is a labeled complication of icl surgery. The possible causes of this condition is determined to be secondary to anterior capsular touch during the surgery, icl touch following inadequate vaulting or excessive manipulation during the learning curve. Cataract extraction may be necessary if vision is compromised, to preclude increase in severity of the condition. If the condition is non-progressive, the surgeon may opt to leave the icl, especially when there is no decrease in visual acuity. The root cause of inadequate vaulting has been determined to be due to inaccurate white to white measurement. This is usually secondary to a mismatch between white to white and the sulcus diameter. Cataract extraction was performed in this case which resolved the problem. Conclusion - at the conclusion of the original investigation opened for the issue of icl vaulting (both inadequate and excessive), it was determined that the most likely root cause for both inadequate and excessive vault is difficulty in clinical sizing. In no case has a returned lens exhibited a length measurement outside the expected range according to the labeled length. Pre-operative measurement technology available to clinicians in the past did not provide a direct measurement of the sulcus, to which the icl should be sized. The current practice in selecting an appropriate icl for a patient is to measure white-to-white and anterior chamber depth and, through correlative algorithms, predict the length of the icl that will bridge the sulcus. This method of sizing based upon white-to-white and anterior chamber depth measurements was used in the FDA clinical trial and is recommended in the current labeling of the icl. If the predicted length is too short, the result may be an inadequate vault. If the predicted length is too long, the result may be an excessive vault. (B)(4).

Event description:
It was reported that the surgeon implanted a micl13.2 implantable collamer lens in the right (od) eye on (B)(6) 2012 and the lens was explanted on (B)(6) 2012 and was replaced with an iol. The reporter stated the lens was removed as a result of it being the wrong size and the patient developing of a cataract.

Manufacturer narrative:
Cataract. Surgical procedure, secondary. Lens vaulting of, inadequate. Method: lens work order search. Results: visual inspection of the returned product showed the lens was received in liquid, a piece of a haptic was missing and there was a clear surgical residue on the lens. A lens work order search revealed there was one similar complaint found, which was reported by the same customer. (B)(4).